Event description:
It was initially reported that the physician was having issues with his programming system. It was indicated that the physician was experiencing screen freezes at the interrogation successful screen and other times during the communication with the patient's device. The freezes were not resolved with a soft and hard reset of the handheld computer. Reseating of the flashcard was attempted, which didn't help either. The handheld computer was returned to the manufacturer for analysis, but has yet to be completed.